Manufacturer narrative:
Upon reception the reported issue was not confirmed. The ble interrogation communication with a ble pm works correctly, without any freeze, or message error, no touchscreen problem, no black screen. The root cause cannot be identified. The tablet will be updated by the new version of the software before sending it back to the filed. This case is recorded for trending purposes.

Event description:
Reportedly, the screen was frozen during the interrogation of an alizea pacemaker.

Event description:
Reportedly, the screen was frozen during the interrogation of an alizea pacemaker.